Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The event date was unknown at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-sep-11. It was reported that the event was initially reported by the patient's physician after the case was underway. Pump logs were not read or obtained, and the patient's weight at the time of the event was unknown. The pump was to be returned to the manufacturer for analysis.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned and review of the pump logs indicates that eri had not yet occurred; as received, the logs indicated that the estimated eri was 16 months. Destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2017 regarding a patient receiving morphine (25mg/ml at 9.6mg/ day) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient was having their pump replaced after early elective replacement indicator (eri) occurred. It was noted that logs had not been read to confirm what happened and when with the pump. No patient symptoms were reported, and no further complications were reported or anticipated.